Event description:
Pt reports their central line fell out and pt was hospitalized (B)(6) 2026, new line placed (B)(6) 2026. Pt is not sure of the type or number of lumens. Pt was receiving medication via hospital IV. Md is aware and was seen by md. Pt also reported 1 of their pumps is not working right now. Pt reports alarm kept going off and pt troubleshooted it. Pt states error said occlusions. Specific alarm code unknown. Pt rechecked everything, checked the lines, no kinks, and issue did not resolve itself. Pt reports pump was continually going off. Pt states this occurred right before the central line came out before (B)(6) 2026, exact date unknown. Pt was able to turn that pump off and has not used it since, stating they are not comfortable using it again. Pump serial number provided: (B)(6), expiration unknown, additional pump serial number(s) checked out: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Yes. Did the pt have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. Outcome? Unknown. Device code: 2907, 2423. Patient code: 2330. Reference report: #mw5186794.